Event description:
It was reported that for over a month, the patient would have the stimulation at like 1.50 and then all of a sudden, it would jump to the highest setting and the patient ¿had felt like 4.50¿ so she was just shut it off. The patient stated that it did not happen when she was lying down and only happened when she was standing or walking. It was noted that the patient went and mentioned to the health care professional ¿this past month¿ and did not see him again until october. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the patient reported that they had no concerns with their device therapy. If further information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).